Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving dilaudid (hydromorphone) via an implantable pump for non-malignant pain. It was reported that they had an MRI last night, and this morning they were seeing an alert that the pump motor stalled. The agent asked the patient if they have had any mris since they had the MRI, and the patient stated yes. They had a refill about a month ago. The patient mentioned that they had gone through a tremendous amount of MRI tests throughout their whole body very frequently this year alone. Patient stated that between the last 12 months they had 3 mris of their muscles and about 4 or 3 MRI's due to problems with their cerebri on their shoulders. The patient was redirected to their healthcare provider to further address the issue.